Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent implant of an implantable pulse generator (ipg) system without incident. A post-operative x-ray, electrocardiogram, echocardiography and device interrogation were all performed with normal results. The following day after the patient was discharged to home the patient became short of breath, hypotensive and tachycardia and was rushed to the emergency room. The patient decompensated rapidly and died. The cause of death was reported as cardiac tamponade post pacemaker implant caused by lead perforation. An echocardiogram was completed in the emergency room and the results were inconclusive for ruling out or confirming a lead dislodgement or perforation.